Manufacturer narrative:
No button response due to moisture damage found on keypad traces. No full black screen noted during testing. The insulin pump had cracked battery tube threads, reservoir tube lip, case window display corner and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had black screen. The customer also reported that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that there was no anomaly at the time of call. The insulin pump will be returned for analysis.